Event description:
It was reported that the customer needed to put insulin in the pump. Customer stated that the pump was not registering insulin. Customer received an unexpected restart alarm. Customer's blood glucose level was 157 mg/dl at the time of the incident. Customer was assisted with setting up the time and date. Call was dropped while checking the alarm history. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.